Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported, right side rupture. The device was explanted and replaced with a non-abbvie product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect - impact code 4): f2203.

Event description:
Patient representative reported right side rupture. The device was explanted and replaced with a non-abbvie product.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported right side rupture. Healthcare professional later reported silicone migration and lymphadenopathy. The device was explanted and replaced with a non-abbvie product.

Event description:
Healthcare professional, later reported, silicone migration and lymphadenopathy.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Add reason for reoperation: silicone migration and lymphadenopathy.